Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). Four days later vad coordinator contacted the MFR reporting that the 2nd day, the pt's vad was alarming red heart and yellow wrench and the pump had stopped. The vad re-started on its own and staff reported that the vad was "vibrating" and also was alarming yellow wrench. The vad coordinator had changed out the controller three times with no effect. The pt was run on a stroke volume limiter (svl) with no problem, and the pt's bp was 120 systolic. The pt was taken back to the or and had the pump replaced. The vad coordinator also stated that they used the inflow and outflow valves from the pump they had replaced. The vad coordinator is returning the pump to the MFR for analysis. The pt remains stable, and is on lvad support while awaiting a heart transplant.